Manufacturer narrative:
The malfunctioning device has been returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Stylet broke when removing after having accordioned on itself.